Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location and that it "had drastically changed." This occurred one week after implantation of the device. It was noted that the physician performed an x-ray and determined that the lead had "migrated up one vertebral body." No specific event was attributed to the migration. It was further noted that the manufacturing representative was able to reprogram for partial coverage, but it was not optimal. No future revision was scheduled due to scar tissue that could potentially "pull the lead down more." The patient outcome was not provided.